Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Reported via medwatch (B)(4): it was reported that 7 a.m. During intra-aortic balloon (iab) therapy an iab rupture occurred and blood was discovered in the tubing and backed up into the cardiosave intra-aortic balloon pump (iabp). The patient was noted to be hemodynamically stable. The iabp did not generate any alarms and continued to pump. Later that day, the patient was sent to the cvor to have the iab removed and replaced. The iabp was turned off at 12pm. During removal, there was injury to the right axillary artery due to the iab not being able to fully deflate. The artery was repaired and stented. A new iab was not inserted.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.